Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the needle broke and blocked inside the device ar-12990 (lot: 15214314). There was no harm or adverse event for patient, operator or third party reported. This was noticed before the surgery. No further information received. Update avoe 10-jun-2024 it was confirmed that the error occurred during a root repair surgery on the (B)(6) 2024. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with difficulty, the surgeon had to use another implant to transfix the ligament. A different device (quick pass lasso) was used to finish the procedure. It was not necessary to do a second surgery.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.